Event description:
The pt contacted animas alleging that the pump was less responsive to keypad button presses. The pt claimed that the ok button felt depressed and less responsive than usual. The pt denied that the pump was exposed to moisture or trauma.

Manufacturer narrative:
The pump has been returned to animas for eval. Evaluation revealed that the pump was intermittently unresponsive to button presses. The keypad buttons required excessive force for the pump to respond. The keypad appeared to be swollen. The keypad was removed and adhesive/contamination was observed under the button contacts. The contrast button contact was also found to be inverted.